Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the bottom part of the door handle was broken off. There was no information on patient involvement.

Event description:
It was reported that the bottom part of the door handle was broken off. There was no patient involvement.

Manufacturer narrative:
Correction: describe event or problem , initial reporter addr 1, initial reporter city, initial reporter zip, initial reporter facility name. Omit: e2401 - insufficient information, f24 - insufficient information, c20 - no findings available, d15 - cause not established. Additional information: report source, imdrf annex e, f, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause could not be determined due to a lack of devices for investigation. One of the probable causes of the broken door latch could be attributed to improper handling of the device or a fall. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.